Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the cartridge compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 3/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 2/22/2017 with the following findings: during visual inspection of the pump, it was observed that there was moisture observed under the display lens. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. A leak test was performed and failed due a battery compartment leak and leak from a pump case crack. It was also observed that the pump casing was cracked between the case seal and the keypad cover. The pump was opened and there was moisture damage found on the main printed circuit board (pcb) and the display flex.